Event description:
The physician reported the wand did not coagulate intra-operative. A new wand was opened to complete the procedure. The patient experienced increased blood loss; however, no information regarding an estimation in of the quantity lost was available. No further patient complications were reported as a result of this event.